Event description:
Device issue: difficult to deploy, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, although resistance was met, thumb advancer deployment was completed. After fully splitting the exchange sheath, the device became stuck. The device was removed via the access ports. After applying counter-traction with an assertive pull, the device was freed from the patient anatomy. Manual compression was applied for fifteen minutes to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.